Manufacturer narrative:
Device passed the displacement test and self test. No hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected and the main arm cannot communicate with the motor arm alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level was 160 mg/dl. The customer stated that troubleshooting was performed for the pump error alarm and they were able to clear the alarm and unable to complete the rewind. The insulin pump will be returned for the analysis.